Event description:
It was reported that cartridge did not fully snap into pump while case was installed on pump. No information was provided regarding the customer¿s blood glucose level or any adverse impact. Customer replaced cartridge and resumed insulin, was advised to remove case, clean rail and tap before installing next cartridge, and requested replacement for cartridge that could not be used.